Manufacturer narrative:
Additional product code: gfa, hsz, hwe. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported that 2 x blunt rafn 13mm drill bits have signs of wear and tear and was no longer functioning effectively. There has been no surgical complication as this was identified away from any procedure. No patient involvement or time lost in a surgical procedure. The instruments have been consigned for over 5 years and this is a pure wear and tear issue this report is for one (1) 13.0mm cannulated drill bit 300mm. This is report 2 of 2 for complaint (B)(4).